Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms were noted. The insulin pump functioned properly. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked belt clip slot.

Event description:
It is reported that the patient's insulin pump displayed a button error. The patient's blood glucose level was 246mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.